Manufacturer narrative:
Philips field service engineer (fse) went to the customer site. The fse obtained the alarm audit log from the philips information center ix (pic ix), and sent the log to a philips complaint investigator (ci) the ci reviewed the data for bed cdu8 around the time of the reported issue. At 17:32, an asystole alarm occurred; this alarm was then silenced at the pic ix overview (mhghovr11). A reminder alarm was also silenced, and then the alarm reminder reoccurred approximately every three minutes up to 17:50, where it was silenced again: the fse performed testing on the pic ix, and no issues were found. There was no product malfunction; this is considered a user issue. The asystole alarm was seen at the pic ix, and had been silenced. Reminder alarms also occurred multiple times, before being silenced again. The fse returned to the site, and changed the pic ix overview to "read only access" for cdu beds. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
The customer reported that on (B)(6) 2020, a patient at bed cdu8 went into asystole at approximately 17:30; no alarm sounded, and the patient was not found until approximately 17:50. The patient was transferred to a higher level of care, but the patient died later that day.